Event description:
The customer discovered there was an issue with the estradiol assay and performed a patient specimen comparison. The user questioned results for 20 patient samples. Of the data provided for 17 patient samples, the results for six were discrepant. All results are in pg/ml. The original results were obtained on the analytical e module with reagent lot 16235101. The repeat testing was obtained on the analytical e module with two different reagent lots. The repeat results provided were obtained with reagent lot 16235103. The user did not provide the repeat results for samples that were tested with reagent lot 16235101. According to the user, all samples tested with reagent lot 16235101 repeated exactly the same as all samples run with reagent lot 16235103. All repeat testing was performed on (B)(6) 2011. Samples 1 through 3 were originally tested on (B)(6) 2011. Patient sample 1 original result was 3898 and the repeat result was 2008. Patient 2 original result was 4100 and the repeat result was 2871. The repeat result from the cobas 8000 with reagent lot 16235101 was 2796. Patient 3 original result was 659 and the repeat result was 440. Patient 4 original result on (B)(6) 2011 was 1406 and the repeat result was 946. Patient 5 original result on (B)(6) 2011 was 4182 and the repeat result was 1728. Patient 6 original result on (B)(6) 2011 was 3706 and the repeat result was 2767. All of the sample results were reported outside the laboratory. The user deemed the repeat results to be correct. The user refused to provide information to determine if any patients were adversely affected. The field service representative was unable to determine a cause. He replaced the measuring cell as a precautionary item and performed all preparations for the new cell. To verify the analyzer operation, he ran performance testing with all results passing. The user recalibrated all assays and ran all quality control with all results passing and within the user's ranges.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The calibration data was within expectations and the bio-rad quality control was acceptable. However, the customers' "ivf pool" material quality control had results outs of range. Reagent kits were returned for investigation and were found clearly within specifications. It was possible there was an insufficient sample pipetting volume as the customer was not using the recommended rack adapters or an undetected issue with the measuring cells. The measuring cells have been replaced. The issue has not reappeared. No patient information was available and no adverse events were reported.

Manufacturer narrative:
Additional information was provided. There was one additional patient sample with discrepant results. The initial result was 3500 pg/ml and the repeat result was 2332 pg/ml. The user stated both of the results were reported outside the laboratory.